Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there was severe pvl after valve deployment secondary to heavily calcified annulus. The pvl was resolved with a plug, bringing the leak down to trace.